Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. 510k: this report is for unknown prodisc-l implants/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: zigler, j. Et al (2018), progression of adjacent-level degeneration after lumbar total disc replacement, spine volume 43, number 20, pages 1395¿1400 (canada). The aim of this study was to investigate the incidence of progression in radiographic adjacent-level degeneration (ald) from preoperative assessment to 5 years after total disc replacement (tdr) and the relationship of these changes with range of motion and clinical adjacent-level disease. A secondary objective was to compare adjacent-level degeneration (ald) outcomes between tdr and fusion. 218 patients were randomly assigned to the investigational group to receive an activl implant and 106 were randomly assigned to the control group to receive either the synthes prodisc-l implants (n =64) or depuy spine's charite (n= 41) implants. A total of 175 patients, 136 with activl and 39 with prodisc-l, were included from the original trial. The 175 patients were with single-level, symptomatic, lumbar disc degeneration who had received activl or prodisc-l and had a preoperative and 5-year postoperative radiograph available. There were 96 males and 79 females, and the mean age was 39.5 years. Matching-adjusted indirect comparisons were conducted to compare ald outcomes after tdr with those after fusion. Degeneration at adjacent levels was evaluated by examining disc height, endplate sclerosis, osteophytes, and spondylolisthesis. 17 tdr patients had ald at the superior level at 5-year follow-up. 4 out of 175 patients had ald at the 5-year follow-up and none of these patients had ald at baseline. 4 tdr patients had surgery at an adjacent level at 5-year follow-up. These included one patient who underwent decompression, two patients who received fusions at adjacent levels, and one patient who underwent fusion at the index and adjacent segments to treat stenosis at both levels along with symptomatic disc degeneration at the adjacent level. This report is for unknown synthes prodisc-l implants. This is report 1 of 1 for (B)(4).